Event description:
Screw missing from mako acetabular reamer. Part number 008486032142, lot 5629692. This is the 4th time at our facility. Manufacturer response for mako reamer, mako (per site reporter) unknown.